Event description:
Co received info that the tp's implantable cardioverter defibrillator had recorded multiple diverted inappropriate shocks. The pt was placed on a holter monitor, and the physician identified inappropriate pacing due to lack of sensing. Although there were no obvious problems with the leads, the physician felt there was an intermittent sensing lead problems and capped and replaced the rate-sensing leads. Leads capped: 4320 sn 019888, 4320 sn 019734, this MDR includes both rate sensing leads.